Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was physically damaged, preventing the electrode belt from connecting to a monitor. A review of downloaded flag data surrounding the time of the reported problem indicates that the patient was not wearing the device around the time of the reported problem. There is no data to suggest that the device was operating normally at the time of the reported event. Due to lack of functionality testing data and download data, reporting this event out of an abundance of caution, as it cannot be positively determined whether patient protection was affected. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged trunk cable connector and was unable to connect to a monitor.